Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir anomaly. Customer's blood glucose was 122 mg/dl. The customer reported that the bottom of the reservoir blew out and there is insulin all over the bathroom. Customer was removing reservoir from blue transfer guard when it happened. The customer is unsure of how it happened. The customer was advised that we will send a replacement.

Manufacturer narrative:
Evaluated 1 opened/used partial reservoir returned only transfer guard and stopper plunger. Unable to verify anomaly due to reservoir returned incomplete, missing barrel and plunger.